Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 1069 relates to the reportable issue of handle broken. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was not damaged and was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the valuation of the returned complaint device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding on an unknown date. According to the complainant, during the procedure, the handle would not turn to deploy. The device was then removed from the patient and the procedure was completed with another seedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding on an unknown date. According to the complainant, during the procedure, the handle would not turn to deploy. The device was then removed from the patient and the procedure was completed with another seedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.